Manufacturer narrative:
Follow-up #1: date of submission 08/04/2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged battery life issue was not verified in the black box or duplicated in the evaluation. Review of black box data found that the date range did not cover the complaint date due to continued customer use. Review of the available date range did not find evidence of short battery life. Related to the complaint, a battery compartment crack was found below the grip pad. Using the returned battery cap, the pump power up and functioned properly. A rewind/load/prime sequence was completed with no incidences. Electrical current draws were within specifications. Pump casing was opened and no evidence of moisture intrusion or loose components was found inside.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.